Event description:
Boston scientific received information that this pacemaker exhibited an increase in pacing impedance measurements from 500 to 900 ohms. The decision was made to perform an elective revision, and it was discovered inadequate terminal pin connection with the header block. The connections were resecured, which produced normal values of 500 ohms. There was no asystole, and no out of range impedance measurements noted. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.